Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred, and the filter was dirty. The filter was replaced which resulted in the vent inoperative clearing after observation. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred, and the filter was dirty. The filter was replaced which resulted in the vent inoperative clearing after observation. There was no harm or injury reported. The initial reporter and country of occurrence was incorrectly recorded in box e on the previously submitted report. The correction to box e is now updated. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred, and the filter was dirty. The filter was replaced which resulted in the vent inoperative clearing after observation. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.